Manufacturer narrative:
(B)(4). Returned for investigation was a 50cc 8fr ultra intra-aortic balloon catheter (iabc) with the original packaging label that matches the serial number of the returned sample. The sample was returned in the ups shipping box and was in a sealed bio-hazard bag. Upon return, the teflon sheath was noted on the returned iabc; sheath sidearm was noted cut and the remaining length was not returned with the sample. The one-way valve was connected and tethered to the short driveline tubing. A non-teleflex 3-way stopcock was noted connected to the iabc luer. The middle portion of the iabc bladder was noted wrapped (or considered twisted). The distal portion of the bladder was noted bunched up and the proximal portion of the bladder was noted fully unwrapped. Bends to the iabc central lumen were noted at approximately 27cm and 60cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0067in-0.0078in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Blood exited. The iabc was connected to an iabp with a lab inventory 50cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. After the pumping was initiated, the iabc bladder was noted not fully inflating/unwrapping and was consistent with being twisted. The pump triggered a "high pressure" alarm within 2 minutes after pumping was initiated. The iabc was leak tested in accordance with testing methods from manufacturing procedure. During the leak test, the bladder did not fully inflate. The middle portion of the bladder had inflated but the distal and proximal portion of the bladder would not fully unwrap and was consistent with being twisted. No leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was not-ed at approximately 59.8cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. Some blood was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "over twisted balloon wrap" is confirmed. During the investigation, the distal and proximal portion of the iabc bladder was noted twisted. During functional testing, the bladder would not fully inflate or unwrap. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. A corrective and preventive action has been initiated to further investigate the issue.

Event description:
It was reported "over twisted balloon wrap". No patient involvement reported. This issue is reported happening prior to use.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "over twisted balloon wrap". No patient involvement reported. This issue is reported happening prior to use.